Event description:
It was reported that the device was making a grinding sound and it was running hot. There was no patient impact.

Manufacturer narrative:
H3) the attachment was returned to the manufacturer for evaluation. After testing, the reported issue was not confirmed. Evaluation of the device determined that temperature increase could not be duplicated. It was also noted that the bearing was misaligned, laser markings were illegible/faded, and the leg was bent. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.